Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out-of-range pace impedance measurement. It was discussed that this may have been due to the spring contact. Upon review of the latest atrial tachy response (atr) episodes, there was concern regarding rv capture. It was noted that the patient was pacer dependent. Technical services (ts) recommended evaluating thresholds and potentially programming the safety margin higher the next time the patient is seen in-clinic. Patient will continue to be monitored. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, continued to exhibited high out-of-range pace impedance measurements greater than 3,000 ohms for the past year. It was noted that pace impedance measurements did drop down to 400 ohms a couple of times. In addition, anti-tachycardia pacing (atp) was delivered due to myopotential oversensing on the rv channel. There was pacing inhibition with nearly three seconds of asystole. Technical services (ts) discussed that the pace impedance trends did not appear to be attributed to lead/spring contact anomaly. Based on the outputs and pacing percentage, ts expected a higher battery power consumption (74%). Engineering reviewed of device data and concluded that the device appeared to be operating normally and power consumption was consistent with high pace impedance or an open rv lead. When the rv lead impedance was in the 400 ohm range, power consumption was approximately 69uw, however power consumption dropped to 40uw after lead impedance reached 3,000 ohms, which is within expectations. No faults noted. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out-of-range pace impedance measurement. It was discussed that this may have been due to the spring contact. Upon review of the latest atrial tachy response (atr) episodes, there was concern regarding rv capture. It was noted that the patient was pacer dependent. Technical services (ts) recommended evaluating thresholds and potentially programming the safety margin higher the next time the patient is seen in-clinic. Patient will continue to be monitored. This crt-d and rv lead remain in service. No adverse patient effects were reported.